Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor sv2 device had ruptured during filling. According to the reporter, the infusor was being filled with 5-fu and dextrose 5%. There is no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, has not yet been received by baxter. Should the device become available, a follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.